Manufacturer narrative:
Due to character limitation in e1: full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the helium regulator for the cardiosave intra-aortic balloon pump (iabp) was leaking. There was no patient involved no indication of actual or potential harm or death.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the customer had dropped the unit which bent in the back cover and damaged the internal helium tank. The fse replaced the helium reservoir assembly. The unit passed all functional and safety tests per manufacturer specifications. The iagp was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings, health effect ¿ impact codes).

Event description:
N/a